Event description:
Had essure tubal ligation implanted on (B)(6) 2007. I have had continuous joint pain since 2014, and have seen two different rheumatologists, and one said I had ra, but another said I did not, but could not determine what auto-immune disease I had. No definitive diagnosis determined. I have always had reactions to all types of metals in pierced earrings (I let them grow shut in my teens), and had the same issue with nipple piercings later in life, due to metal sensitivities, and permanently removed them. On (B)(6) 2021, I began bleeding vaginally. It stopped (B)(6) 2021. I have been post-menopausal for 8 years. Ultrasound done by gyno on (B)(6) 2021. I was told one of the implants had migrated to my uterus. Recommended needle biopsy, but decided it would be very risky and could break apart the fibers of the implant. Second ultrasound done on (B)(6) 2021. No change. Recommended d & c. I could not do this at the time due to the cost. I still fear this procedure will disturb the implant in my uterus, and cause the fibers to disperse. On (B)(6) 2021, I began vaginal bleeding again. Will contact gyno tomorrow and schedule the d & c, even though I have serious reservations about getting it done. At this point, what options do I have? FDA safety report ID# (B)(4).